Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead exhibited high pacing impedance. No changes or intervention were reported. The patient¿s condition was not known.